Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument bowden cable was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the event occurred during the malignant hysterectomy procedure on (B)(6) 2024 on system sk6938. The customer confirmed that there was no damage noted during the pre-inspection of the instrument. The procedure was completed with a backup instrument. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, not reported by the site, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No thermal damage was observed. The complaint was confirmed by failure analysis.